Event description:
It was reported by the affiliate that when the device was used during an vats biopsy procedure, it would not open after firing. The device was removed by cutting tissue on both side of the jaws. There was no consequence to patient.